Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion during warranty period. The device will be explanted and replaced. No patient complications have been reported as a result of this event.